Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "leak and lump". This record is for the left side. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr on 3feb2016. Additional, changed, and/or corrected data: b5 d3 d6b g1 h6 h11. Clarification to d6b: remains implanted.

Event description:
Upon further review, it has been determined that the device remains implanted. The event of "lump" is not device related.